Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Distal and proximal stent struts were noted to be lifted from their crimped position and bunched. The undamaged stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed tip damage. A visual and tactile examination of the hypotube found the lasercut section fractured at 28mm distal from the hypotube bond. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16mar2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After pre-dilation, a 2.75 x 32mm synergy drug-eluting stent was advanced but failed to not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage and the hypotube lasercut region was detached/separated.